Manufacturer narrative:
In the robot arm the axis 5 position went under the lower limit during a trajectory planned by the software. The 5th axis is designed not to fall below 14500, the value displayed 13900. As this was below the limits the system operated as expected and blocked the request. Testing was undertaken to unlock the block and verified functional verification, verified in the link 3 that a cable was not disconnected and completed an intrinsic verification. Following this interventionthe system was operating as expected. Unable to determine a root cause for this issue. Retrospective reporting of issue following FDA inspection - documented internally in corresponding CAPA.

Event description:
During a surgery, where the patient was under general anesthetic and open, there was an problem with the system which blocked the first trajectory being sent to the neuromate. Remediation action was taken to restart the system, but the problem persisted - therefore the surgery was cancelled. No harm to patient but medical intervention required to close patient with no clinical benefit. Patient recovered from ga. The surgeon needed to surgically close the patient up without being able to compete the planned surgery. This is being reported on the basis of the surgical intervention to close the patient at an unplanned stage of the surgery due to a malfunction of the device.